Event description:
It was reported that the inner handle is not attaching the sterilizable handles. The biomed was not able to see if the black o-ring was present. There was no reported pt involvement nor adverse consequences.

Manufacturer narrative:
This device does not have an expiration date. This is a known problem in which the o-rings on the inner handle for either flat panel monitors or surgical lights become damaged or broken. The user is unable to install the sterilizable covers correctly following this damage. The damage is generally caused by improper or forceful installation. This is not a single use product.